Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. Problem description states that the capacitor for the motor was faulty. Since the issue was resolved by a third party company, any goods or logs was not returned for investigation. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The manufacturer has no responsibility for the safe operation of the system if installation, service or repairs are performed by persons other than those authorized by the manufacturer. Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used with the system. Use of any other accessories, spare parts or auxiliary equipment may cause degraded system performance and safety. Service, repair and installation must only be performed by personnel authorized by the manufacturer. With no goods returned, the root cause cannot be determined.

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref.#: (B)(4).